Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the lead was returned with helix mechanism extended. Set screw mark noted on the terminal pin. Blood/body fluid noted in the helix housing and in the neck region. The laboratory analysis was unable to confirm the reported field observation of dislodgement. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. The lead passed testing.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead experienced dislodgement and was explanted. No additional adverse patient effects were reported.